Manufacturer narrative:
Additional information: h6. The complaint was confirmed. One unpackaged ar-13991n was received for investigation. Functional testing was not conducted due to the damage to the instrument's tip. Upon visual evaluation, it was noted that the tip of the needled was broken off. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the needle broke off inside the patient. The broken pieces were retrieved. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.